Manufacturer narrative:
(B)(4). Concomitant medical products: associated products: ref. 183128; lot j3898234; description: vanguardtm ps interlok femoral 65mm left; ref. Ep-183640; lot 549330; description: vanguardtm e1tm ps tibial bearing 71/75 x 10mm. Report source: (B)(6). This product is manufactured by biomet spain orthopaedics, s.l. And is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet warsaw manufactures a similar device that is cleared or distributed in the united states under 510(k) number k945028. Remains implanted.

Event description:
It was reported that on (B)(6) 2019 the surgeon noticed a loosening of the tibial component. A revision surgery is planned to be performed on (B)(6) 2019.